Event description:
The customer initially called to report a crack on the insulin pump casing. The customer then reported being hospitalized twice last week for high blood glucose. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. The customer did not have the tubing clamp to perform the high pressure test. The customer also reported having motor error and no delivery alarms. Advised the customer that the insulin pump is working properly. Advised the customer to call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.